Event description:
Neonatologist was doing direct laryngoscopy on a newborn. Opened size 0 laryngoscope which didn¿t work - no light. Opened 4 more- all different lot numbers and expiry in 2025 none of them worked. Procedure was then successfully performed using size 1 laryngoscope. New box of size 0 laryngoscopes obtained and nicu restocked. One opened to check which had normal bright light. Not sure at this point where all old laryngoscopes may be stocked including all labor and delivery rooms.